Event description:
It was reported that during lap cholecystectomy procedure, the device misfired, another like device was used to complete the case. No pt consequence was reported. Device is being returned.

Manufacturer narrative:
(B)(4). Broken cam. Evaluation summary: the analysis results for the el5ml device found that it was returned with the jaws disengaged from the cam due to the cam being broken. The device was cycled and ejected the remaining clips due to the jaws and cam condition. We have documented the circumstances as they were reported to us. In addition, an investigation has been initiated to determine the cause of this issue. The batch record was reviewed and no anomalies were noted during the mfg process.